Event description:
During a ptca stenting procedure, the balloon of the maverick otw ptca catheter ruptured at 12 atms on the initial inflation. The rupture was diagnosed by a drop in atms. The lesion being treated was a calcified, 95% stenotic lesion in the mid right coronary artery (rca). It is further reported that the phsician continued with stenting after the balloon rupure. A 3.0mm x 8mm taxus and a 3.0mm x 12mm taxus were used to successfully to complete procedure. No patient injuries or complications were reported.